Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant using an 8mm amplatzer torqvue delivery system. During implant, the left atria disc deformed with a cobra shape and the right atrial disc was proud. The occluder was repositioned, but the deformation persisted. There was no angulation or kink observed with the delivery system. The deformed device was never released from the delivery cable while inside the patient. The occluder was exchanged for a new 25mm amplatzer cribriform occluder, which was successfully implanted using an 8mm amplatzer torqvue delivery system. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.